Event description:
It was reported that the tip of the right ventricular (rv) lead was bent, making it difficult to place the lead in the ventricle. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).